Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on keypad traces and no moisture damage on the electronic assembly. The insulin pump has cracked case near lcd window corner, cracked reservoir tube and broken reservoir tube lip and cracked lcd window.

Event description:
Customer reported that moisture could be seen in the screen of the insulin pump. Customer stated she took the device off to take a shower and she noticed some moisture in the display. Customer stated that the insulin pump was exposed to sweat; customer wears the device inside her clothing. Customer also reported that the reservoir compartment has a cracked off piece due to removing the reservoir. Blood glucose value is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.